Event description:
It was reported that the patient was admitted with epistaxis and anemia. The patient was transfused and discharged home the same day from the emergency department.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported epistaxis and anemia could not be conclusively determined through this evaluation. The patient remained ongoing on ventricular assist device (vad) support until ultimately expiring on (B)(6) 2022 (captured under MFR # 2916596-2022-01643). Review of the device history records showed no deviations from manufacturing or qa specifications. The heartmate ii lvas IFU rev. C is currently available. Bleeding is listed as an adverse event that may be associated with the use of heartmate ii lvas. The patient care and management section of the IFU discusses anticoagulation, including recommended inr (international normalized ratio) values. No further information was provided. The manufacturer is closing the file on this event.